Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, during a tavr procedure with a 23mm sapien 3 ultra resilia (s3ur) valve via carotid approach, the case went as planned with a successful deployment of a 23mm sapien 3 ur valve. However, the first 23mm commander delivery system with valve had to be removed from the patient because the wire got pulled out of the ventricle during the balloon docking process. The team was unable to recross the valve while the delivery system was in the patient the team elected to pull the delivery system out with the valve and start from scratch with all new equipment, but the sheath got pulled out of the body while the delivery system and valve were still in the patient so the team had difficulty pulling the valve and delivery system out of the carotid. The surgeon had to make the incision larger in order to pull the valve and delivery system out so as a result vascular surgery was called to close then incision. The patient remained in stable condition. The fcs is returning a delivery system with valve intact on balloon and sheath on the delivery system. The sheath and delivery system may or may not be damaged.